Event description:
It was reported that the device found to have a detached downstream occlusion seal during testing. There was no patient involvement. This failure mode may lead to fluid ingress into the pump which will interrupt therapy during infusion if it recurs.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.